Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter states the lancet does not retract into the softclix pro lancet device. No adverse event reported. Requested return suspect device for evaluation.